Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus y 24ga x 0.75in ss prn npvc leaked at adapter tubing junction the following information was provided by the initial reporter: the patient was admitted to the hospital at 21:59 on (B)(6) 2024 due to "left upper abdominal pain for 5 hours". After admission, the patient was instructed to be fasted and hydrated, and an indwelling needle was placed in the left upper arm at 22:30 on (B)(6) 2023 , the positive pressure connector was connected to the end of the needle for routine rehydration, and the heparin cap was connected to the end of the heparin cap for intravenous pumping in, and the tube was sealed with sealing solution at 09:00 on (B)(6) 2023. The tube was sealed with tube sealing solution, the patient went out for checkup and returned to the room at 11:30, the indwelling needle was again used with positive pressure connector end connected to regular rehydration fluid and heparin cap end connected to growth inhibitor IV pumped in. At 13:00 the patient pressed the call bell and complained of fluid leakage from the tube, the nurse went to the ward to check, the patient's indwelling needle v-port anterior end of the tube a small amount of fluid leakage, to dry paper towels to wipe, about 5 minutes, the patient's arm is still visible in a small amount of fluid leakage, to remove the indwelling needle, the indwelling needle was reset in the right arm, and the patient expressed no objections.

Manufacturer narrative:
1. DHR/bhr review: (1)the batch number of the complained product is 3289309, is 24g and product code is 383904, produced on 2023/11, with a total of (B)(4) pieces in this batch; (2)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. The customer did not return sample and only provided a photo of the sample. On the photo, the customer only marked the location of the leakage, the specific defect status could not be confirmed; 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1; 4. The history of customer complaints for the same batch of products has been reviewed, this is the second complaint about leakage, and the related complaint code is (B)(4). In summary, due to the customer did not return sample,the specific defect status of the product cannot be confirmed. Therefore, the root cause of the complaint defect cannot be determined. The factory will continue to pay attention to and monitor the trend of the defect complaint.